Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient experienced loss of consciousness, fell to the floor, and hit his head. The patient did not recall cgm reading prior to this, but remembered the last reading was lower than 200 mg/dl. The patient´s girlfriend called 911, and when the patient regained consciousness, they were in the ambulance. It was unknown how much time the patient was unconscious for. The patient could not recall the medication provided by paramedics. When a fingerstick was taken the cgm reading was still under 200 mg/dl and the blood glucose reading was 700 mg/dl. At the hospital, the patient's cgm reading was 180 mg/dl, and the blood glucose reading was 685 mg/dl. The patient was treated with intravenous fluids, saline, and insulin via injection (unspecified short acting insulin). A computed tomography (CT) scan was done to rule out head injury, blood work was completed, and results were reported as normal. The patient was discharged after 4 to 5 hours. The patient reported feeling very tired and rough upon discharge, but it was understood the patient had recovered from the hyperglycemic event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.